Event description:
It was reported that the pump's speakers were not functioning (no sound from the device) and a software upgrade was required. The event happened during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and a worn/dented upstream occlusion seal was noted. Functional and visual tests were performed, and the reported issue was confirmed. The cause of the reported issue was due to the piezo. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.